Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a problem over a year ago where they had shocking in the genital area. It scared them, they shut the device off. They iced it and the feeling stayed for hours even with the stimulation off. They said it happened one time let's say in (B)(6) 2019 and the second time after back surgery when they turned the stimulation back on (B)(6) 2020. It had been turned off since the last occurrence. They talked to the representative over the phone and they were told to  change programs. They never did anything, they just left it off. Agent did not ask about the circumstances that led to the reported issue. The patient was asked if they were trying to adjust the stimulation when it happened, they said no.  One time they were sitting watching tv and the other time was sitting at the computer. They were asked if they had any falls or accidents that could have damaged the wires and they said no. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.